Manufacturer narrative:
Investigation included customer interview and troubleshooting of the infusion set and tubing. Investigation of this case revealed no evidence of device malfunction, occlusion, or leakage based on user checks and observed insulin delivery drops, with glucose trending down after corrections. It was concluded that the cause of the hyperglycemia was unclear, and the event resolved with corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet experienced a high glucose event, receiving an alert for glucose above 300 mg/dl for over 90 minutes, with a fingerstick of 353 mg/dl, after a recent full supply change with a cd infusion set and a meal bolus for a small cereal serving; tubing was tested with observed drops, and corrective actions were initiated with glucose decreasing to 289 mg/dl by end of call and later returning to 172 mg/dl. Symptoms included dry mouth and blood ketones between 0.5 and 1.5. Outcomes included temporary hyperglycemia without hospitalization or medical intervention beyond user-directed troubleshooting and corrections.